Event description:
Healthcare professional reported "extracapsular rupture and silicone perspiration", "stage 3 shell" and "adenopathy". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "extracapsular rupture and silicone perspiration", "stage 3 shell" and "adenopathy". The reported events of capsular contracture "stage 3" and "adenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Continued e1 phone number: (B)(6)